Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that there was a no delivery alarm during manual prime. The customer stated that the insulin did not exit when manually pushed with a plunger. The customer was advised to perform the rewind process again. The customer was advised to call back if more assistance is needed.